Manufacturer narrative:
Other relevant device(s) are: product ID: 399930, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed backs surgery syndrome. It was reported that there were some issues with the leads and they weren't receiving the coverage they wanted. They had a laminectomy/major surgery and had an issue with the lead placement several times. They had a "major complication" and were in the hospital for 2 weeks. Their healthcare provider put the lead too far in one direction and they weren't getting good coverage- the paddle was too low/high instead of being in the middle and they couldn't get the lead in the right place to receive good coverage. No further complications reported.